Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a bluetooth malfunction. No intervention was performed. The patient condition was unknown.

Event description:
New information received indicates the device was eventually able to pair after being interrogated in clinic. The patient was in stable condition.